Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy. It was reported that patient experienced pain, urinary problems, recurrence, bleeding, neuromuscular problems, and vaginal scarring. It was reported that the patient underwent laparoscopic bilateral salpingo-oophorectomy, appendectomy and bilateral ureteral dissection on (B)(6) 2008. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.